Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s replacement ilet pump displayed ¿unable to proceed¿ during meal announcements and intermittently issued an ¿alert 38 to restart device,¿ consistent with a mechanical problem and consecutive motor stalls; guided troubleshooting pointed to a cartridge chamber issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user during guided troubleshooting. Investigation of this case revealed a mechanical problem that was resolved after a device restart without supplies, followed by successful reconnection of the existing supplies and completion of tubing fill and insulin delivery, indicating a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.